Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 16 june 2020: lot 148729: (B)(4) items manufactured and released on 13-may-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with no other similar reported event since 2016. Clinical evaluation performed by medacta medical affairs manager: total knee revision surgery performed 5 years after cemented total knee arthroplasty in a very heavy patient. Radiographic images provided show the presence of radiolucent lines between cement and tibial profile. Furthermore, no cement remained attached to the explanted baseplate. Several variables can influence the cementation process such as temperature (of the implant and of the room), time of insertion, presence of liquids, possible accidents during cement transportation or storage (e.g. Temporary temperature increase), and other possibilities not related to the implant. The reason of this event cannot be determined. Preliminary investigation performed by medacta r&d knee project manager: revision surgery after 5 years from primary total knee replacement. From the picture of the explanted implants, no residual cement can be identified on the distal surface of the tibia tray. Surface finishing of the explanted tibia tray seems to be in compliance with the specifications required. Any other non-conformities, which might have contributed to the event, can't be appreciated on the implant. Absence or lack of cement on explanted components can be observed even if the root cause of revision is not loosening or mobilization related. Therefore this is not an evidence of lack of adhesion between the cement and the implant due to faulty device. Several variables can influence the cementation process such as time of insertion, temperature, presence of liquid, not directly related to the implant. From preliminary investigation there is no evidence to state that this event is related to a faulty device.

Event description:
Revision surgery performed after 5 years and 1 month from the primary due to a tibial component loosening (reason of the loosening unknown). The femoral implant, the liner and the tibial tray have been revised.